Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had lost audio function. The customer¿s blood glucose level was unknown. Customer stated that the audio not working and did not beep after boluses. Customer stated that the self test on insulin pump then audio came back. Customer stated that the failed audio test and not comfortable with insulin pump. Troubleshooting was performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test. Hardware low level failures was present in the device trace download and hardware low level failures alarmed during selftest due to broken trace at u1 pin 6 on keypad assembly. Unable to verify audio or absence of alarm due to hardware low level failures.